Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch verio iq meter powers off during use. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter claimed the alleged issue began a few months prior to contacting lfs (date unknown). The patient's testing frequency is not known and it is not clear if the patient's blood glucose was tested with a backup or secondary device after the alleged issue occurred. The patient manages his diabetes with insulin (self adjuster) and following the alleged meter issue, the patient reportedly continued with his usual dose of insulin (dosage not specified). According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly developed (at an unspecified date/time) symptoms of headache, vomiting, and ketones. Per csr notes, at an unspecified date/time the patient reportedly went to the emergency room (ER), his blood glucose was tested with the ER's meter (reading not known), and was treated with IV fluids. The reason for the patient's ER visit is not clear, it is not known if the patient received any form of treatment prior to going to the ER, it is not specified if the patient received any additional treatment during his time in the ER, it is not known when the patient's reportedly symptoms abated, and it is not clear when the patient was released from the ER. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, the subject meter's battery did not need to be recharged, and there was no misuse of the lfs product. The alleged issue remains unresolved. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.